Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jul-31, rtg0628458 rtg, snow rtg0629278 (con): information was received, from a patient. Who was implanted with an implantable neu rostimulator (ins). For urinary/bowel disfunction and urge incontinence. It was reported, that they had no clue what the external devices are for. The patient stated, that they had something stuck in their body that no one knew anything about. The patient mentioned, that they were catheterizing at 2 am. The patient had the post op appointment on august 2 and they had a follow up appointment with their healthcare provider on august 7th to have the stitches taken out. The patient was redirected to their healthcare provider to further address the issue. Agent offered to send an email to the local manufacturing representative to see if they can help the patient with understanding the external device use. In a second call, they reported, they had to catheterize for the first time. The agent asked if they had felt any relief in their symptoms, since implant. And patient stated, if they get nervous or something they have trouble. The patient stated, the therapy did help and they didn't even have to catheter for at least 1 week. The patient was redirected to their healthcare provider to further address the issue. They mentioned, they had an appointment with the nurse at healthcare provider office today. Agent emailed patient physician listings. 2024-08-12 rtg0629278 (con): additional information was received, from the patient. They called back asking, if they were able to go out without the devices after the implant was charged. The information was reviewed.